Event description:
It was reported that this pacemaker exhibited difficulties to interrogate, and no magnet response was observed. The patient was noted to have an underlying bradycardia rhythm at approximately 32 beats per minute. Technical services (ts) reviewed the available information and advised that inability to interrogate the device combined with absence of magnet response may indicate this device reached end of life (eol), and generator replacement was recommended. No additional adverse patient effects were reported. This pacemaker remains in service.